Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a 2-level posterior lumbar fusion - mis with tlif at l5-s1, all polyaxial screw heads were removed and reduction heads were placed on the bone screws prior to implant. On an unknown date, the pt. Presented for post-op follow-up complaining of pain. Exam and x-ray revealed the rod completely displaced out of the polyaxial head medially at l4 and the top l4 locking cap was free floating about the construct on the left side. The rod at the l5-s1 level appears to still be within the polyaxial heads and secure. On an unknown date the pt. Was returned to the or and the surgeon repositioned the rod and repositioned and retightened the l4 locking cap. No hardware was removed or replaced. Procedure was completed, pt. Was reportedly recovering well. This report is #3 of 3 for complaint (B)(4).

Event description:
This report is 3 of 3 for complaint (B)(4).